Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury occurred.

Manufacturer narrative:
Investigation results: return. Provided accessories: only control unit provided. Diagnosis: display - pixel error. Needed service for repair: (B)(4) raypex 6 display and enclosure 1. Repair report: device was tested according to iec 60601 and passed the test. We have checked your claim and decided to carry out the repair under warranty/goodwill. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.